Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 04-sep-2018, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 04-sep-2018, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 04-sep-2018, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 04-sep-2018, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 04-aug-2021, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 10-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had the same program for several years with good tremor control. Suddenly therapy impedance changed, along with electrode impedance on an inactive contact, contact 8. Now, the tremor is much worse. Additional information was received reporting the right ins has changed over the past 2.5 years as follows: right vim -9, +11 therapy 1. Therapy impedance 628 oms, 7.9 ma. All electrode impedances are fine. 2. Therapy impedance 615 ohms, 8.1 ma. Monopolar c, 8 are oor 3. Therapy impedance 1226 ohms, 4.1 ma. Contact 8 for monopolar and all bipolar configurations that use this contact are oor. Session 1 was 6 months before visit 2. Session 3 was a year after session 2. Patient does not report any trauma within the last year. Tech services reviewed further investigation would be required and recommended imaging to determine if leads have changed in anyway. The issue was not resolved through troubleshooting. Rep will recommend to hcp to have imaging done or will consider removing programs and putting the same settings back in to see if it affects therapy impedance even though contact 8 is not used in patient's therapy. Additional information was received from a manufacturer representative (rep) clarifying that the impedances were high, greater than 7000 ohms on all bipolar contacts relating to contact 8 and monopolar contact 8. The cause of the high impedance has not been determined.